Event description:
Per provider, the stability locking mechanism was not adjusted properly. (Always in lock position.) The gas locking cylinders were never activated because of improper adjustment of elevator bolt.